Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and "exchange from textured to smooth breast implant due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and wear abrasion. A visual and microscopic analysis was performed which identified opening crease sharp on radius, opening sharp on radius, creases fold and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening and an opening crease sharp on radius due to fold flaw opening.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and "exchange from textured to smooth breast implant due to the patient¿s concern with the product." Device has been explanted.